Manufacturer narrative:
The tandem pump user guide states, "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer was admitted to the hospital due to an elevated blood glucose (bg) level above 800 mg/dl. Customer was treated with intravenous fluids, and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a malfunction alarm occurred after the pump had been dropped and exposed to ¿very hot temperatures¿. Customer reverted to an alternate pump for insulin therapy.